Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 161 mg/dl at the time of the incident. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.